Manufacturer narrative:
The patient's weight was not provided. (B)(4). Approximate age of device - 49 days. The device was returned for analysis. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017 with a low hemoglobin of 6.4 g/dl secondary to gastrointestinal (gi) bleeding. Aspirin and coumadin were held due to the bleeding. On (B)(6) 2017 coumadin was restarted. On (B)(6) 2017, the patient¿s inr dropped to 1.2. There was a concern for pump thrombosis, as the patient¿s lactate dehydrogenase (ldh) began to increase. On (B)(6) 2017, the patient¿s ldh was up to 929 u/l. The patient was started on heparin and integrilin infusions, in addition to restarting on aspirin. On (B)(6) 2017, the patient underwent a pump exchange for suspected pump thrombosis. No additional information was provided.

Manufacturer narrative:
Correction- device evaluation: the evaluation of the returned device confirmed the report of suspected pump thrombosis. However, a correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 1 inch from the pump housing and the remainder of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the pump, a thrombus formation was found surrounding the inlet bearing cup, obstructing approximately 10-15 percent of the blood flow path. The thrombus ring appeared to have formed in laminated layers, indicating that it developed around the inlet bearings over an undetermined amount of time while the pump was supporting the patient. In addition, a large, flat thrombus formation was found occluding the blood flow path through one of the rotor vanes. The thrombus formation revealed a dark area of denaturation, indicating that it was present in the pump while it was supporting the patient. The structure of the thrombus suggests that it did not originate on the rotor and initially developed in another location; however, its origin could not be conclusively determined. Finally, small, red tissue-like depositions were found on the outlet bearing cup and situated adjacent to the outlet bearing ball. The lack of laminated layering indicates that the depositions did not initially form in this location and could have potentially broken off from the larger thrombi found in the pump; however, their origins could not be conclusively determined. The evaluation could not determine a specific cause for the development of the observed thrombus formations or a duration of time for which they were present in the device; however, their partial obstruction of the blood flow path could have contributed to the reported elevated ldh levels. The thrombi could have also created increased drag on the spinning rotor, contributing to the moderate elevations in pump power captured in the submitted system controller log file. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus, hemolysis and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.